Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter stopped powering on in (B)(6) 2018. The patient manages her diabetes with oral medication, diet and/or exercise. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that about a month after the meter stopped powering on, she developed symptoms of ¿dizziness and blurred vision¿ which she associated with high blood glucose levels. She denied receiving any treatment for her symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The csr confirmed that the patient was using correct onetouch ultra test strips. However, the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The csr documented that the issue was resolved with training when it was discovered that the battery installation was incorrect, and the patient removed and re-inserted it. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event, after the alleged product issue began and the patient had continued with her usual diabetes management routine.